Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming any alarms for both displays. Biomedical engineer states that this all tied to one cns. No patient(s) were harmed when this occured. More information received from biomedical engineer that the issue has been resolved, they reported the audio cable had been plugged into the incorrect location and that is why it was not sounding. The biomedical engineer stated that the table the device sits on can move up and down for staff comfort when monitoring patients and this causes the audio cable in the back to disconnect. When staff attempts to plug in the cable back in, the staff sometimes put it in the wrong port. Investigation summary: during follow-up with the customer, it was identified that the audio cable was connected to the cns. As the audio cable was unplugged, there will be no audio coming from the cns. Customer indicated that the audio cable often gets unplugged when they are moving the table up and down, and that their staff sometimes plug the cable in the incorrect port. The most probable cause of the issue is inadequate cable management and user error. As the issue is related to the arrangement of the customer's cable, no corrective actions would be performed at this time. The following fields are not applicable (na) to this report: b2. D4 lot # & expiration date. D6a & d6b. D7b. D10 . F1 - f14. G4 device bla number. G5. G7. H2. H7. H9. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. B6. B7. Attempt # 1: 05/07/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional manufacturer narrative: b4: date of this report. D10: concomitant medical products and therapy dates. G2: report source. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H10: additional narrative/data.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming any alarms for both displays. Bme states that this all tied to one cns. No patient(s) were harmed when this occured.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming any alarms for both displays. Biomedical engineer states that this all tied to one cns. No patient(s) were harmed when this occured. More information received from biomedical engineer that the issue has been resolved, they reported the audio cable had been plugged into the incorrect location and that is why it was not sounding. The biomedical engineer stated that the table the device sits on can move up and down for staff comfort when monitoring patients and this causes the audio cable in the back to disconnect. When staff attempts to plug in the cable back in, the staff sometimes put it in the wrong port. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4)

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming any alarms for both displays. Bme states that this all tied to one cns. No patient(s) were harmed when this occured.